Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: eight (8) actual samples were received for evaluation. A visual inspection revealed an embedded particulate matter (pm) approximately 0.01 mm sq on the pouch seal of one sample. No pm was observed on the other seven (7) samples. The samples underwent a pressure test with no leaks observed. Functional (self and priming) tests were performed and no abnormalities were observed. The reported condition of pm was verified on the pouch seal of one sample; however, the product is sterile fluid path. The overpouch is not a sterile barrier for the fluid pathway. There is no breach in the sterile fluid pathway. The samples all met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (black spots) was observed inside eight (8) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.